Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed incoming pulse testing with associated code 203 and code 102. The last patient to use this monitor did not report any deficiencies

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. During servicing, the monitor failed pulse testing. Upon evaluation, there was no ground connection between in_gnd and pgnd at the j1 battery connector. The cause of the incoming pulse test failure is the improper connection. The cause of the improper connection cannot be positively identified. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.